Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. An examination of the device identified that 8mm of blade lifted from the middle of the balloon. The blade was still attached to the balloon. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device most likely due to the operational context of the procedure. There was evidence of blood in the lumen indicating a potential leak. A small 1mm tear was identified 4mm proximal of distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2016. It was reported that balloon rupture occurred. A 8.00mm x 2.0cm x 135cm 2cm peripheral cutting balloon® was selected for use. During procedure, it was noted that the balloon ruptured. No patient complications were reported. However, device analysis revealed that 8mm of blade lifted from the middle of the balloon.